Event description:
Healthcare professional reported that during injection one syringe of juvéderm volbella® xc had a needle disengagement. Patient contact was made. No injury occurred.

Manufacturer narrative:
Device analysis: "1 empty syringe of 1.0ml received without cap nor needle. No defect observed."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction and is addressed in the product labeling.

Event description:
Healthcare professional reported that during injection one syringe of juvéderm volbella® xc had a needle disengagement. Patient contact was made. No injury occurred.